Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings: there was visible corrosion inside the battery compartment. The pump failed a leak test due to battery compartment cracks. A review of the pump's black box data showed a pump reboot event occurred on (B)(6) 2015. The pump was run on a 24 hour basal program with no intermittent power occurrences. The pump was opened and no further evidence of moisture was found internally.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.